Event description:
The customer reported loss of monitoring for ten to fifteen minutes possibly due to the usb diskonmodule. There was no reported pt injury associated with this event. A follow-up report will be submitted when the investigation is complete.